Event description:
(B)(4), 2012: customer reports via phone that during a retrograde pyelogram on a patient (age and gender unknown), the system would not fluoro or x-ray. The staff rebooted the system approximately 4 times and all functions did return. The procedure was completed without further incident. No patient injury.

Manufacturer narrative:
(B)(4) tech support returned call to customer and spoke with nurse stated the facility biomed came in and changed the settings on the video control panel and the problem was resolved. The table is now fully functional. This was user error.